Manufacturer narrative:
Type of reportable event - corrected as there was no reported patient complications and/or medical intervention required due to the coil protrusion. Analysis of the device revealed that the delivery wire was kinked likely to handling during use. The main coil was found to be broken and stretched. The main coil suture was broken at approximately 8mm from the proximal end. The distal part of the suture was not returned. The proximal end of the suture break was noted to be melted. It is likely that the primary cause of the reported event was due to the suture issue identified during analysis. While the manufacturing records did not reveal that the device failed to meet specifications, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the reported event and damages observed during analysis. Therefore, an assignable cause of manufacturing was assigned to this event. Based on the information available and analysis results, the reported event was confirmed and the manufacturer continues to investigate the matter.

Event description:
During procedure the physician was repositioning the coil when it became jammed in the microcatheter. It was reported that when the coil was attempted to be removed, tension was experienced and the coil stretched and broke. A portion of the coil was reported to be protruding from the aneurysm; however, the physician did not administer treatment as he felt it was safest to leave it the way it was. The patient was reported to be iin good condition.

Event description:
During procedure the physician was repositioning the coil when it became jammed in the microcatheter. It was reported that when the coil was attempted to be removed, tension was experienced and the coil stretched and broke. A portion of the coil was reported to be protruding from the aneurysm; however, the physician did not administer treatment as he felt it was safest to leave it the way it was the patient was reported to be in good condition.